Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the vein was transected. There was no bleeding from this event and the procedure was continued without delay or patient harm. The product was not changed out. There was no injury to the patient. The surgery was completed successfully.